Event description:
It was reported that an insulin pump exhibited screen bezel separation while clipped to clothing, with the housing opening and internal components visible, though the device remained powered and functioning; blood glucose at the time was 180 mg/dl and not affected. Symptoms included no reported injury or adverse physiological effects. Outcomes included a replacement pump provided and education on shutting down the device, syncing data, startup on the replacement, and return logistics. Investigation included review of complaint details and service history with product return for evaluation. Investigation of this device revealed a mechanical enclosure failure of the screen bezel/frame consistent with component separation of the pump housing; no functional delivery issue was identified at the time of report. It was concluded, based on previously established findings for similar reports, that the cause was likely mechanical damage or wear leading to enclosure separation.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.